Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had difficult flap lift in the right eye (od) only. The treatment was aborted after the flap creation of od. It was reported that additional steroids were needed. The plan is to follow patient until she is stable and possibly re-treat in a few months. Pre-op best corrected visual acuity (bcva) 20/20 both eyes (ou), post-op od 20/25+1 left eye (os) 20/20.

Manufacturer narrative:
H4: correction: in initial report, the manufacturer date provided was inadvertently reported as 10/11/2012, however the correct date is 10/17/2012. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.